Event description:
A friend or family member of the patient reported that they never see a full charge when charging the implantable neurostimulator (ins) since (B)(6) 2016. It was stated that they used adhesive discs and had all coupling bars, with the patient charging for 30 minutes and 50 minutes, with the battery never getting fully charged. As of the time of the report the battery is at 3/4 full. The patient is going to try charging for a longer duration on the day following date notified. It was confirmed the patient has a brain injury and are rambunctious and impulsive/doesn't like to sit still. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.